Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: the customer reported the battery started fire on the truck in the decontamination room after the surgery. The battery had not sterilized and not used for the surgery. Answer to letter-email: date of event is (B)(6) 2013. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The visual inspection performed as part of the product development evaluation revealed the battery had a hole on one side, next to the hole the housing was melted. No design related issue could be detected; the reason for the defect was an external short circuit. As a result the battery may overheat and ignite. The battery was transported together with material that conducts electricity, which can cause a short circuit when both contacts of the battery are touched. The additional evaluation completed by the complaint handling unit on january 6, 2014 reported based on the complaint description this occurrence did happen on a truck after the surgery. This and the visible traces at the battery contacts are indicative that a metallic object did touch both battery contacts during transportation, which caused an external short circuit at the battery contacts. As a result of such a short circuit the battery may overheat and ignite. In this relation we would like to point out following remark from page 7 in the power drive instruction for use (art. 036.000.100): do not transport or store the batteries together with materials that conduct electricity and can cause a short. This can damage the battery and generate heat which can cause burns. No product fault could be detected. This lot of 440 pieces was manufactured in january 2012 and we are not aware of any other complaint of this nature regarding this article- and lot number. The complaint was determined to be invalid. Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder